Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported there will be a revision surgery to remove the implants. No other information is known at this time.

Manufacturer narrative:
The surgeon confirmed that the patient¿s sensitivity test was negative and because of persistence of the symptoms, he believed the patient showed delayed sensitivity. Thus, the root cause of this event could not be determined. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.

Event description:
It was reported there will be a revision surgery to remove the implants. Based on the information provided by the sales representative, the device was removed due to supposition to material sensitivity and replaced by another tmj device brand.